Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 8/7/2019, the mentor failure analysis lab received the device for evaluation. On 9/24/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Reason for device explant and/or reoperation: generalized illness, neurological impairment, and device migration. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation on (B)(6) 2009 with 275cc mentor memorygel breast implant on the left side and with 375 mentor memorygel breast implant on the right side and began experiencing the following in (B)(6) 2012: panic attacks, migraines, numbness in the extremities, muscle problems, chronic fatigue, difficulty swallowing, digestive problems and bladder issues. The patient reported that she could no longer work. The patient had a mammogram that could not confirm rupture. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.